Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2019 through march 31, 2019. (B)(4). Total number of events ¿ 9. Tension free vaginal tape ¿ secur - 9.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and the mesh was implanted. It was reported that the patient underwent a revision surgery on (B)(6) 2017 due to vaginal mesh erosion. No additional information is available.